Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate hv therapy for lead noise. High pacing lead impedance was also noted. The lead was capped and replaced on (B)(6) 2017. The patient was unharmed by the procedure and was recovering.